Manufacturer narrative:
H10: a service engineer (se) evaluated the device and reported that the battery was greater than five years old. The se also noted that the battery required replacement. The investigation is ongoing.

Manufacturer narrative:
H10: the service engineer (se) reported that the battery was replaced. A full functional test was performed, and criteria were met. The system meets the specification for the performed service and is returned to use.

Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator was not passing the voltage test. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) noted that during preventative maintenance, the v60 ventilator was not passing the voltage test. It was reported that the voltage was low, and that the battery should be checked.

Manufacturer narrative:
(B)(6). (B)(4).